Event description:
While inspecting an instrument set, a sales rep found that the end of this screwdriver was damaged. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related, but rather is associated with the handling by the user.